Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A synergy 2.50 x 20 during eluting stent was advanced to the lesion. The synergy stent could not cross the lesion. The device was removed and the stent was observed to be deformed. The procedure was completed with another same device. No patient complications were reported.